Manufacturer narrative:
The reported event of physical damage with 3rd party door latches broken. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. Although no devices were provided for investigation, the site visit summary contains photos that confirm the customer¿s generalized report. . A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. No device history or qn search was performed since no serial number for the suspect device was reported by the customer.

Event description:
The customer reported physical damage with 3rd party door latches broken. There was no patient involvement.